Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device needs a main pcb. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with chipped out battery door. During analysis, the reported issue was unable to be duplicated. Service replaced main board for preventive maintenance and all functional testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.